Event description:
It was reported a patient experienced peritonitis. The patient was hospitalized for the event fourteen days prior to receipt of this report. The patient began treatment with levaquin (orally) and gentamycin intraperitoneally (ip), frequencies unknown, for three weeks as a treatment for peritonitis. On an unknown date, the patient was retrained on pd therapy and was discharged from the hospital. The cause of peritonitis was break in aseptic technique. Treatment with levaquin and gentamycin was discontinued the month following the event. The patient recovered for peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is further relevant information from that review, a supplemental medwatch will be filed.